Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037454445. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (bradycardia) (medication required, permanent pacemaker implanted). Risk review a risk review was completed and confirmed that the event of arrhythmia (bradycardia) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced bradycardia. During a concomitant ablation and left atrial appendage closure (laac) procedure to treat atrial fibrillation a boston scientific ablation catheter was used. Ablation was performed and the laac portion of the procedure were completed with a 27mm watchman flx pro delivery system and trusteer access system sheath without issue. Post procedure, when the watchman trusteer sheath was removed from the patient groin, while holding pressure, it was noticed that the patient's heart rate dropped to 15 beats per min (bpm). The patient was administered atropine and responded well, with the heart rate rising to 65bpm and remaining consistent. The patient was also given a temporary-permanent pacemaker. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced bradycardia. During a concomitant ablation and left atrial appendage closure (laac) procedure to treat atrial fibrillation a boston scientific ablation catheter was used. Ablation was performed and the laac portion of the procedure were completed with a 27mm watchman flx pro delivery system and trusteer access system sheath without issue. Post procedure, when the watchman trusteer sheath was removed from the patient groin, while holding pressure, it was noticed that the patient's heart rate dropped to 15 beats per min (bpm). The patient was administered atropine and responded well, with the heart rate rising to 65bpm and remaining consistent. The patient was also given a temporary-permanent pacemaker. The patient is expected to fully recover.